Manufacturer narrative:
Follow-up #1: date of submission 01/15/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 12/31/2015 with the following findings: during investigation, the pump powered on and revealed two green horizontal lines in the display; the line in the lower half of screen was intermittent. The pump was opened and the display was fully seated and secure in the connector. A test display was installed and the display was found to function properly.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.